Event description:
It was reported that the patient experienced nasal drainage post operatively and was prescribed oral antibiotics (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.